Event description:
Patient's legal counsel reported that patient underwent hip resurfacing arthroplasty on (B)(6) 2004. Subsequently, legal counsel for patient reports patient was revised to a total hip arthroplasty implanting metal-on-metal system on (B)(6) 2005 due to unknown reasons. Legal counsel for patient reports patient allegations of elevated cocr levels and tissue/bone destruction. There has been no additionally reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent hip resurfacing arthroplasty on (B)(6) 2004. Subsequently, patient was revised with total hip arthroplasty on (B)(6) 2005. Legal counsel for patient reports patient allegations of elevated cocr levels and tissue/bone destruction. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01735-1 / 01736-1).

Manufacturer narrative:
This follow-up report is being filed to relay additional information from medical records, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2012-01735 / 01736, 2013-04008/04009).

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. The product identification necessary to review manufacturing history was not provided. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01735 / 01736).

Event description:
Patient's legal counsel reported that patient underwent hip resurfacing arthroplasty on (B)(6) 2004. Subsequently, legal counsel for patient reports patient was revised to a total hip arthroplasty implanting metal-on-metal system on (B)(6)2005 due to unknown reasons. Legal counsel for patient further reports patient allegations of elevated cocr levels and tissue/bone destruction. No further information has been provided to date. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2005 was due to a hematoma, pain, and a periprosthetic fracture. The operative notes confirm that the resurfacing head was removed and the patient was converted to a total hip. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.